Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing at 14,719 joules during a prostate procedure. The procedure was completed with another fiber. No pt or end user injury was reported. The pt outcome was reported as "good". The procedure had been initiated with a different fiber. Which was also reported (reference MFR report number 2937094-2012-00271).

Manufacturer narrative:
(B)(4) (no code available) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.